Event description:
Complainant alleged that the medics were attempting to monitor a patient using a three lead ECG cable and three lead ECG electrodes with the device, as well as multi-function electrodes, but the screen displayed dotted lines in lead 2. The medics then obtained another device to monitor the patient's heart rhythm. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction, as the patient had already expired when the event occurred.